Event description:
A consumer's mother called to report her son had been diagnosed with acanthamoeba keratitis and had been seen by several doctors. Several attempts were made to obtain medical information from initial hcp provider without success. Patient had been seen in 2006 for a visit and, at that time, mother asked the doctor not to respond to our request for information. We also confirmed that initial contact phone number for consumer is incorrect as confirmed by resident living at that number.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.